Manufacturer narrative:
Device passed displacement test and self test. No unexpected missing segments or partial display anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was missing segments. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not performed. The pump will not be returning for analysis.